Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was taken to the hospital due to loss of consciousness. The capture threshold was 5.0 v instead of the programmed 3.5 v. Surgery was performed and during the procedure, the suture sleeve and lead insulation were found to be damaged. The lead was explanted and replaced.